Event description:
The perfusionist was accidentally exposed to blood when adding blood to the cardiotomy filter section of the venous reservoir. The cardiotomy filter had become plugged and pressurized after a large volume of blood had been processed through the filter. There was no injury to the patient.